Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The customer reported a microclave neutral connector that leaked an unknown chemotherapy medication into the patient's bed. The chemo spill was cleaned per protocol. The medical team ordered antibiotics. The set up of the tubing is a huber needle to clave. There was patient involvement, but no adverse event or human harm.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. No device history lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.